Event description:
A customer contacted baxter's technical service center reporting an alarm. The technical service representative (tsr) advised the home patient (hp) to add a new bag to an unused line but the hp mistakenly removed the heater bag and replaced it with a new bag during therapy on the homechoice (hc). The tsr assisted the hp to end therapy and to contact the registered nurse (rn) regarding the missed therapy and switching the bags. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint for a report of a use error - reuse of single-use product issue is confirmed because it was reported that during trouble shooting for an alarm situation< check lines and bags, the customer mistakenly switched just a heater bag during therapy, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.